Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported than an occlusion alarm occurred. Reportedly, the pump supplies were changed to address the issue. Customer's blood glucose was 150 mg/dl.